Manufacturer narrative:
Product analysis: the valve remains implanted and the delivery catheter system (dcs) was discarded by the customer; therefore, no product analysis can be performed. Conclusion: without return of the products, no definitive conclusions could be drawn regarding the clinical observation. The main component of the system. Another relevant device is: product ID: [enveor-n-us], serial/lot [(B)(4),] use by date [2018-09-01], (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was deployed completely. During the removal of the delivery catheter system (dcs), the nose cone was central and did not contact the inflow of the valve. Upon the nose cone reaching the level of the leaflets inside the valve, the valve dislodged into the sinus of valsalva (sov). A second transcatheter bioprosthetic valve was implanted successfully. No adverse patient effects were reported.